Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated nor could magnet tones be obtained. Several different programmers and wands were used.